Event description:
Additional information: it was reported the patient got ¿so sick¿ the wednesday prior to this report. It was reported ¿that smell was so nauseating.¿ that patient called an ambulance and went to the emergency room where she was given ¿some morphine, but not that much because they did not know how much she had in her pump.¿

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had not been getting pain relief since the pump was replaced. During the pump revision the catheter was cut and added to. After implant the patient had a metallic taste in the mouth but that had subsided. They attempted to do a dye study and could not aspirate or push drug through the catheter access port. The logs did not show any issues. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.